Manufacturer narrative:
Recently otto bock healthcare lp performed a retrospective review across all products manufactured in (B)(4). During the review this malfunction was discovered and it was determined to be reportable based on the criteria outlined in 21 cfr 803. Device was never returned.

Event description:
The patient was wearing the foot during a pyramid break. The patient was said to have experienced an injury due to the pyramid breaking, but this was never able to be confirmed through communication requests. Out of an abundance of caution this complaint was reported as an MDR.